Manufacturer narrative:
Device returned with no lot identification. The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, conforming; desufflation lever condition, conforming; inner gasket condition, conforming; latch condition, conforming; obturator condition, conforming; outer gasket condition, conforming; reset button condition, conforming; sleeve condition, conforming; stopcock condition, conforming and trocar condition, conforming. Functional tests & results: does safety shield retract, nonconforming; flapper door functional, conforming and lockout functional, conforming. Analysis conclusion: based upon the inquiry info received, visual examination and functional test, it was confirmed that the reported "surgeon was unable to arm or engage the ren arming device to prepare the trocar for insertion" occurred. The device was examined and would not arm as received. The obturator handle weld was measured and found to be skewed. The obturator handle is welded during the assembly process.

Event description:
It was reported during a laparoscopic cholecystectomy while using a 355ld trocar the surgeon was unable to arm or engage the red arming device to prepare the trocar for insertion. Repeatedly the red button would not engage. The trocar was never inserted into the pt. A new 5mm trocar was opened to complete the case without incident. There was no consequence to the pt.